Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: the display was dim and discolored. Unrelated to the original complaint, the battery compartment was cracked with corrosion observed inside. The leak test was performed and failed due to the battery compartment leak. The pump was opened and no further moisture was observed. The pump was also cracked between the case seal and keypad.